Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete information. Further information was requested but not received.

Event description:
It was reported external devices could not communicate with the ipg. In turn, the ipg was explanted and replaced to address the issue.